Event description:
Consumer claims to have had ear piereced with the inverness system at a retail vendor in 2001. Sought medical attention for redness and swelling at the piercing site in 11/01. An oral antibiotic was prescribed at that time. Returned for treatment in 12/01 and an incision and drainage was performed and a new oral antibiotic was prescribed. Patient returned for incision and drainage five times and was prescribed a new oral antibiotic.